Event description:
(B)(6) I am writing to lodge a formal complaint about floseal that was used during my spinal surgery in (B)(6) 2023. I have had severe complications since surgery that required rehospitalization on (B)(6) 2024 due to the floseal not absorbing or dissolving after the surgery. The floseal caused severe stenosis and bulging of the spinal cord above the surgical site. An aspiration of the floseal was done to confirm that it was in fact the cause of the complications. I need someone to contact me let me know how to proceed with a formal complaint. There is medical documentation to prove this complaint. You can reach me at (B)(6). Thanks so much for your time.